Manufacturer narrative:
Lit ref; https://doi.org/10.1016/j.jcin.2018.09.009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in a journal article that a selection of patients in a study received resolute integrity rx drug eluting stents. Collective vessels treated included lad, diagonal branch, lcx, obtuse marginal branch / ramus, pda/pl & rca. Procedural complications along with residual dissection and device success were reported during the procedures with the exception of one lesion requiring bail out stenting. No adverse events experienced at 1 month follow up post procedure. Target lesion failure with tvr requiring revasc reported at one year follow up as well as patient orientated composite endpoint which is defined as a composite of all-case death, all mi or revasc.